Event description:
It was reported that the customer's infusion set became screwed up after placing it inside the serter. The customer's blood glucose was 46 mg/dl. The customer treated herself with glucose tablets and a granola bar. The customer believed there was something wrong with the serter. Troubleshooting was done. Advised to return the serter if possible. Advised that a replacement serter would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.